Manufacturer narrative:
The affected evita 2 dura was manufactured in november 2008. The log analysis confirmed that on (B)(6) 2017 the device performed multiple warmstarts between 11:28 pm and 11:30 pm. Log entries indicate that a faulty mixer cartridge led to an overloaded power supply. Analysis of the device confirmed that the oxygen cartridge was faulty.the device has behaved as specified for the malfunction and performed warmstarts in an attempt to restore the ventilation. During a warmstart, the evita opens the breathing system to allow for spontaneous breathing. This entire process is accompanied by an alarm. After reviewing all current incidents, the remaining patient risk of evita is within the acceptable range and even several potencies below the risk chart's defined risk limits.

Event description:
¿The ventilator was used on a patient. During the night the device failed and went into a ¿restart loop¿. It restarted several times until it was manually switched off a by a nurse. Due to the continuous reboots ventilation was no longer possible.however, at that time the evita was set to support the patients¿ spontaneous breathing and accordingly there was no patient harm.¿